Event description:
Subsequent to the initial report, the following information was provided: during retraction of the clip delivery system (cds), some resistance was felt. No additional information was provided.

Manufacturer narrative:
The device was returned. In conclusion, the returned device analysis could not confirm the reported material protrusion as no issue was noted during return device analysis. The reported difficult to remove from the anatomy could not be replicated in the testing environment as it was likely an outcome of procedural circumstances/user technique. The reported difficult to remove the clip delivery system (cds) from the steerable guide catheter (sgc) could not be replicated in the testing environment due to the condition of the return device (broken/damaged sleeve tip ring). The reported tissue damage was due to the reported difficult to remove resulting from anatomical interaction. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determined the noted broken/damaged sleeve tip ring appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional steerable guide catheter referenced is filed under a separate medwatch report numbers.

Event description:
This is filed to report atrial perforation, tissue damage, difficult to remove. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced to the mitral valve, and the first clip was deployed, reducing mr. Then a second clip delivery system (cds) was advanced to the mitral valve; however, the septum tore causing the sgc to lose height. Then the cds dropped below the valve, and the clip became entangled with the chordae. After maneuvering, the clip became freed, but a chordal rupture occurred. A decision was made to remove the sgc and cds from the patient to abort the procedure. After the cds was removed, it was noted that the actuator mandrel was protruding distally. Additional treatment was not performed. The patient is stable. One clip was implanted, reducing mr to 3. There was no clinically significant delay in the procedure. No additional information was provided.